Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.2 was failed. A field service engineer (fse) requested the escort to log in and attempt recovery but was unsuccessful the system registered the drawer as already open. The fse then logged into pyxis and accessed the desktop, followed by launching the hardware test application (hta) and opening main 1.2. The open/close sensor was found to be non-functional. Pyxis was logged out and powered down. The fse proceeded to remove drawer 1. Upon inspection, the fse reattached the drawer sensors. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure unable to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.